Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 09/08/2016; belt: 04/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient was reportedly treated prior to having the lifevest removed and being transported to the hospital. Review of the download data indicates that at 09:06:37 on (B)(6) 2018, the patient entered vt at 150bpm for 56 seconds. Response button use was noted. It is unknown who pressed the responsse buttons. The rhythm self-converted to a sinus rhythm at 75 bpm and again transition back to vt at 150bpm for approximately one minute. Motion artifact was observed on the patient's ECG. The patient's rhythm again self-converted to sinus rhythm at 70bpm. Gel was released but no treatment was delivered as the detection stopped when sinus rhythm was detected. At 09:13:46, the patient subsequently entered vt at 150bpm for 20 seconds again with response button use. An external non-lifevest defibrillation was noted in the patient's ECG recording. The post-shock rhythm was sinus tachycardia at 110bpm. The patient then entered vt at 190bpm for 34 seconds. Artifact and a second non-lifevest defibrillation were noted in the patient's ECG recording. The post-shock rhythm was sinus tachycardia at 120bpm and nsvt. The electrode belt was then disconnected at 09:16:50. The patient was in nsvt at 130bpm at the time the belt was disconnected.